Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and only applicator was received. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. H2: additional information/ device evaluation. H3: device evaluated by manufacturer- additional information. H6: adverse event problem - additional information.